Event description:
This patient presented with erythema to his chest wall; upon assessment the area felt like a port-a-cath that may have been in place and the patient was admitted for treatment on (B)(6) 2007. The patient was taken to surgery on (B)(6) 2007 and a rectangular shaped object was removed from his upper chest. The object appeared to be like a cuff from a tunnelled central venous catheter measuring 1.2 x 1cm with an average thickness of .2 cm. The cuff is typically attached to the line and may have been detached upon removal and perhaps defective. Because the tunneled central line was not inserted at (B)(6) hospital, we do not have the specific description of the line. Review of the object appeared different when compared to the current catheters/ cuffs that are being used at (B)(6) hospital. We are unable to determine the name of manufacturer. The object was removed and patient was discharged to home.